Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges migraine and bronchitis. There is no allegation of serious or permanent harm or injury. The device was returned to a third-party service center for investigation. External examination of the unit found a damaged button on upper enclosure and scratched ui panel. Internal examination found no visible foam particles. The device was powered on and is functional. The device's downloaded event log was reviewed by the third-party service center and 0 errors were logged.

Manufacturer narrative:
H3 other text : device was evaluated by a 3rd party service center.